Event description:
A tech reported three pts experiencing blurry vision following intraocular lens (iol) implant surgery. The surgeon reported that this pt had bilateral iol exchange procedures due to experiencing blurry vision at all distances. There are six medical device reports associated with this event. This report is for the left eye of the first pt.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 06/15/2009, 06/26/2009, and 06/29/2009 by phone, fax, and mail. A completed questionaire was received on 06/29/2009.